Event description:
It was reported that the patient presented to the emergency room complaining of generalized weakness and fatigue, especially while walking. An interrogation was performed, and it was noted that the vitals revealed a pulse rate of 27-30 bpm. Emergency room staff attempted to use the merlin on demand but were unsuccessful; further requesting device interrogation by an abbott crm. A merlin 3650 programmer was taken to the patient¿s room and device interrogation was attempted though unsuccessful after several attempts. A magnet was also placed over the device in attempt to elicit a magnet response which was also uneventful. It was noted that the pacemaker exhibited premature battery depletion. During the procedure, there was complications removing the right ventricular lead as the hex wrench was not engaging the pin and not releasing the lead. After several attempts, the lead was finally released. The patient was stable post implant with proper device functioning.

Manufacturer narrative:
The reported events of inability to interrogate, inability to pace, and premature battery depletion were confirmed. The reported events of difficulty to remove, loose, and intermittent connection were not confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.